Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with missing segments on his onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2012. The patient manages his diabetes with oral medications and insulin (types/ amounts not specified). The patient reportedly continued to take his usual dose of medications for the last 2 weeks prior to contacting lfs. On (B)(6) 2012, the patient claims he felt a symptom of thirsty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.